Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-apr-2026, it was reported by a sales representative via (B)(4) that an ar-3373-4202 sheath's o-ring broke free and went into the patient with water flow. Noticed during a case and completed with no patient effect.